Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Verbatim: today I also had a leak with a vial of mvasi that was spiked yesterday. The liquid simply ran out through the ¿spike hole¿. Used the bottle of mvasi ( monoclonal anti body) the first time the day before with protector. Afterwards store it in the refrigerator and want to use it again the next day and then the liquid run out between the vial and the protector when did the incident occur? During use.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one protector assembled with a vial, was provided to our quality team for investigation. Through visual inspection, a leak between the protector and vial was observed, verifying the reported incident. The protector was reassembled onto a vial used for testing which complies with the specification for the reported protector. Functional testing was performed, liquid was able to move from the syringe into the vial without issue and no leakage occurred. Upon further evaluation, the returned vial appeared slightly smaller than what is recommended for use with our protector. A device history review was performed for reported lot 2409405, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Three retained samples of the same lot were used for additional evaluation. The protectors were successfully connected to vials, ensuring they fit properly. The product was evaluated and no damage or defects were observed. Functional testing was performed and no leaks between the protector and vial was identified. Based on the investigation results, it appears the leak occurred due to the size of the vial, preventing a secure connection between the protector and vial. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information